Manufacturer narrative:
Concomitant product: endo tacker securestrap 5mm (lot number: hdz002). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced hernia recurrence, and adhesions. Post-operative patient treatment included mesh removal, hernia repaired with bard mesh, revision surgery, and creation and closure of bilateral fasciocutaneous flaps.